Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot numbers 13k14h25, 13j15h25, and 13i20h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. The next day, the patient¿s pd catheter was removed and replaced. On an unreported date, the patient refused to do hemodialysis. Three days after replacing the pd catheter, the patient started treatment with vancomycin (1 gram, every 3 days) and rocephin (1 gram, daily) route not reported, for the indication of peritonitis and was discharged from the hospital. Thirteen days later, the patient discontinued the antibiotic therapies. The patient was recovering from the peritonitis. On an unreported date the same month, pd therapy was re-introduced. No additional information is available. This is report 2 of 3.